Manufacturer narrative:
(B)(4). The patient discontinued treatment with ceftazidime and vancomycin (ip, 2g every 5 days) and recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested as abdominal pain, but with limpid effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for this event. The patient was treated with vancomycin (2g every 4 days, intraperitoneally) and ceftazidime (1g/day, intraperitoneally). The patient received retraining on preventive actions to avoid re-infections. At the time of this report, the patient was continuing the treatment medications, but was reported to be recovering. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.